Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a device change out procedure, the terminal pin on this right ventricular (rv) lead would not come out of the device header. The rv lead then had to be surgically abandoned and replaced. No additional adverse patient effects were reported.